Event description:
During a l.a.v.h. With davinci, the tip came off the rumi handle. The physician was unable to move the uterus. The physician was able to remove the uterus with the rumi tip inside the uterus.

Manufacturer narrative:
The handle was returned with the articulating tip detached. Examination of the handle revealed the wires running the length of the handle were bent. The force of attaching the tip, koh cup and occluder and the force of attempting to manipulate the tip inside the patient bent the wires of the handle dislodging the tip. Coopersurgical does not include any instructions for use of the rumi handle with the davinci surgical robot.